Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 320-08-42 - glenosphere exp 42mm +4mm offset. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit.

Event description:
It was reported that a male patient, previous right shoulder implanted in (B)(6) 2023, underwent a revision procedure in (B)(6) 2024, approximately 1 year 8 months post the past procedure. The patient came back with another dislocation from a previous rtsa. He said he was changing a tire on a tractor and pushing very hard, when his shoulder popped out. The surgeon believed the poly disassociated and viewed imaging with the rep. The tray was articulating with the sphere so it was believed this to be the case. During the procedure, upon exposure, the poly was disassociated and lived posterior to the humerus. It was removed. The tray had wear and metallosis was present. It was recommended that both the tray and sphere be exchanged, but the surgeon did not want to exchange the sphere due to fear of "doing too much". The rep recommended to feel the sphere and make sure there were no sharp, worn, etc surfaces that would compromise a new poly and cause any further wear. The surgeon said it felt smooth and fine to him, and he did not exchange the sphere even after recommendation. The tray was exchanged, upsized, and implanted with a new poly. There was breakage of device reported, but no parts or pieces fell into the wound site. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for evaluation. The hospital does not allow the reps to take the implants. Device images were provided. No further information.